Event description:
It was reported that the patient was experiencing pocket stimulation when ventricular paced in bipolar. The symptoms worsened when in unipolar. The lead exhibited high thresholds, and was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.